Event description:
It was reported that during the flow diverter stenting procedure for an unruptured cerebral aneurysm the subject microcatheter was inserted into the aneurysm to be used with a coil; however, the subject microcatheter was migrated to the outside of the aneurysm before placing the flow diverter stent. Next, when an angiogram was performed, there appears to have been an adverse event that may have been caused by air embolism after the subject microcatheter was used in the procedure. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject microcatheter was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the subject microcatheter was inserted into the aneurysm to be used with a coil; however, the microcatheter was migrated to the outside of the aneurysm before placing the flow diverter stent, and an angiogram was performed, there appears to have been an adverse event that may have been caused by air embolism. Information about the patient's current health status/death is not available. No further information was received. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the as reported event 'microcatheter kick-back'. An assignable cause of anticipated procedural complication will be assigned to the reported defect 'patient complications' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the flow diverter stenting procedure for an unruptured cerebral aneurysm the subject microcatheter was inserted into the aneurysm to be used with a coil; however, the subject microcatheter was migrated to the outside of the aneurysm before placing the flow diverter stent. Next, when an angiogram was performed, there appears to have been an adverse event that may have been caused by air embolism after the subject microcatheter was used in the procedure. No further information is available.